Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the sales representative that the patient is experiencing migraines after starting use of the bone growth stim. She cut down the wear time, and it seemed to alleviate her headache intensity. The patient was called regarding the migraines, but there was no answer, so a voicemail requesting a call back was left. Customer service spoke with the patient regarding pain during treatment. They explained there should not be any pain associated with this treatment. The patient claims she experiences migraines when she treats. For three days on treatment, she assesses her pain level at a 10. The patient stopped treatment for one day, and there was no migraine on that day. The patient spoke to her surgeon¿s office and they suggested to treat for less time per day. The patient went from 12 hours per day to 6 hours per day, and the patient claims her pain is much more manageable at a pain level of 5. The patient occasionally uses tylenol. She claims she has begun physical therapy recently, but the migraine issue began before the physical therapy started. The patient asked to try the 72r electrodes to see if her pain is different with those. The patient will return an example of her 63b electrodes in the package provided. The patient was advised to keep a close contact with her doctor, as there should not be any pain associated with treatment. She agreed to keep in contact with her doctor. No additional patient consequences have been reported. 63b electrodes were not returned for further evaluation.

Manufacturer narrative:
Zimmer biomet (B)(4). Date of event: (B)(6) 2021 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient is experiencing migraines after starting use of the bone growth stim. She cut down the wear time, and it seemed to alleviate her headache intensity. The patient was called regarding the migraines, but there was no answer, so a voicemail requesting a call back was left. Customer service spoke with the patient regarding pain during treatment. They explained there should not be any pain associated with this treatment. The patient claims she experiences migraines when she treats. For three days on treatment, she assesses her pain level at a 10. The patient stopped treatment for one day, and there was no migraine on that day. The patient spoke to her surgeon¿s office and they suggested to treat for less time per day. The patient went from 12 hours per day to 6 hours per day, and the patient claims her pain is much more manageable at a pain level of 5. The patient occasionally uses tylenol. She claims she has begun physical therapy recently, but the migraine issue began before the physical therapy started. The patient asked to try a different type of electrode. They spoke once more about keeping in close contact with her doctor, as there should not be any pain associated with treatment. She agreed to keep in contact with her doctor.